Event description:
Received report that a leak was discovered below the upper blue fitment on the pump while infusing lipids on a (B)(6). The set had been in use about two hours. Clinician stated that no further patient or event information is available. No patient harm or medical intervention was reported. (B)(4).

Manufacturer narrative:
(B)(4). The customer's report of leaking from pumping segment was confirmed. During visual inspection of the set, it was noted immediately that the silicone tubing had a tear near the upper blue fitment. The tear was measured to be 0.1150 inches long. Visual examination under microscope noted two crush marks to the upper blue fitment. Functional testing was performed and leaking was observed from the silicone tubing. The root cause of the leak was identified as a tear in the silicone segment. The cause of the tear was not identified. There was no report of the leak occurring during priming.